Manufacturer narrative:
Customer service made two attempts to reach the customer to inquire additional information concerning the healing period duration post grafting, the cause/contribution of the implant (or the surgical procedure for implant placement) to the osteomyelitis, and acts of medical intervention performed to avoid permanent impairment (medication, hospitalization, or additional surgery;other than implant removal). The surgeon discarded both articles so the product will not be returned to the manufacturing site for visual inspection. Other investigational activities are yet to be performed. The manufacturing site was contacted on 29-nov-2019. The reason for failure might include, but is not limited to, host response (foreign body reaction), overloading, bacterial induced inflammatory processes, overheating of bone during implant site preparation/insertion, smoking or medical status/medication of the patient. In this case the osteomyelitis has probably contributed to the implant failure. Osteomyelitis related to dental implants is a rare and serious complication. It is an inflammation of the bone, usually caused by bacteria. Prolonged antibiotics at high dosage, usually together with surgical treatment is required. Correct surgical principles are essential in order to reduce the risk of osteomyelitis. The customer should be aware of the dimensions of the device and its limitations. Please note: attempts were made to submit this report on 29-nov-2019. All attempts were unsuccessful due to error, " server connection failure". Communication with esg help desk confirmed a technical issue. This esg confirmation email will be uploaded into the complaint file.

Event description:
On (B)(6) 2019 a customer submitted a written complaint form indicating that a patient experienced patient injury. The patient had moderate bone loss in the implant area such that grafting was necessary. Post healing and immediately after implant placement, osteomyelitis developed. An oral surgeon removed both article number 36707 from tooth position eu34 reported in this summary and article number 36705 from tooth position eu36 (internal reference number: (B)(4)) . Additional documented conditions involved in this event were: the patient is diabetic, there was infection and granulated tissue around the implant. The patient experienced pain, but this resolved after implant removal.